Event description:
Reporter stated that patient was disoriented, sweaty, and feeling dizzy. Patient reportedly tested blood glucose, on the advantage system, and obtained a result of 22 mmol/l. Patient's relative transported her to the hospital where, 20 minutes later, blood glucose measured 3 mmol/l on a hospital device. Reporter stated that patient was treated with juice and a meal. No additional treatment was reported. On another occasion, patient reportedly obtained a blood glucose result of 20 mmol/l on the advantage system. Five minutes later, patient's blood glucose was retested on a pharmacist's device with a result of 2 mmol/l. The manufacturer requested the return of the suspect product and replacement product was shipped.